Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded by the hospital.

Event description:
As reported: "the contralateral screw was broken on cortical bone when the screw is inserted. The screw could not be successfully inserted and broken into pre drilled hole in the contralateral cortex."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned, and no other evidences were provided. A device inspection was not possible since the affected device was not returned, and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the contralateral screw was broken on cortical bone when the screw is inserted. The screw could not be successfully inserted and broken into pre drilled hole in the contralateral cortex."